Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same pt as MFR# 6000093-2005-00528, 00529, 00530, 00531, MFR# 6000089-2006-00030, MFR# 6000089-2006-01330, same case as MFR# 6000093-2007-00825, 00826. It was reported that 340 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). Before the index procedure, the pt had been experiencing exertional chest pain. A recent adenosine thallium test (date unk) demonstrated anterior lateral ischemia. Cardiac catheterization was scheduled. Two days prior to the index procedure, the pt presented to the hosp after having awakened with a substernal 'gas sensation' associated with dyspnea, nausea, dry heaves, presyncope, and diaphoresis. Chest discomfort was 'mostly relieved' by nitroglycerin. Target lesion 1 treated in the index procedure was a 3.0x9.0mm, 85% stenosed, mildly calcified lesion in the saphenous vein graft (svg) to 3rd obtuse marginal branch (om3). The physician treated the lesion with placement of a taxus express2 3.0x12mm drug eluting stent, reducing stenosis to 0%. Target lesion 2 was a 3.0x32mm, 75% stenosed, mildly calcified lesion in the svg to om3. The physician placed two overlapping taxus express2 drug eluting stents of size 3.0x24mm and 3.0x20mm in the mid body of the svg, reducing stenosis to 16%. Transient st segment elevation which occurred after the stent placement in the target lesion 2 was resolved with nitroglycerin and nicardipine. Target lesion 3 was a 3.5x8mm, 75% stenosed, mildly calcified lesion in the svg to the ramus artery. The physician treated the lesion with placement of a taxus express2 3.5x12mm drug eluting stent, reducing stenosis to 0%. Pt was discharged 5 days later on aspirin and plavix. Three hundred forty days after the initial implant procedure the pt required a tvr. Fourteen days before the tvr, the thallium stress test showed a large anterior and anterolateral ischemia and a moderate sized to mild severity lateral wall ischemia. Ejection fraction was 62%. Since the pt had chest discomfort at rest and with exertion, he was admitted for intervention to the svg to rca. Per the admission summary, the site confirmed this intervention was not performed. Initially, it was elected to treat the area of stenosis of the svg to l-pda medically. However, despite an adequate medical regimen, the pt continued to have chest pain and was referred for redilation of the svg to l-pda. The svg to the om3 was stented with a 3.5x13mm non-bsc stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is unk. In the opinion of the clinical event committee, the tvr was possibly related to the taxus stent.